Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock. Technical services (ts) reviewed the episode and noted normal device function regarding not diverting for a second time. No additional adverse patient effects were reported. This device remains in service.